Event description:
Solicited communication. Pt reported tubing leaking near filter hole. Tubing lot number and expiration date were not reported. No additional info to report at this time. Unknown if defective tubing is available for return. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. IV c-treprostinil premix pt. No missed doses or adverse event reported due to defective device. Reported to (B)(6) by pt/caregiver.